Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated an approved cartridge was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome. In a f/u, the surgeon informed that a plan for further intervention has not been established at this time.